Event description:
The customer states the meter is reading higher than expected. Controls were run, l1 was in range and l2 was out of range high. The reporter obtained back to back results of 126 mg/dl on his meter compared to 20 mg/dl on the paramedic's meter. They transported him to the hospital where he was kept overnight. Return requested and replacement was sent.